Manufacturer narrative:
(B)(4). Medical devices: 131220516 non lock screw 1.5x16mm; 131220520 non lock screw 1.5x20mm; 131220411 lock screw 1.5x11mm; 131220412 lock screw 1.5x12mm; 131220414 lock screw 1.5x14mm; 131220416 lock screw 1.5x16mm. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that patient underwent left plating procedure where plate was screwed into his hand and a half cast was used for 2 weeks for observation purposes; a full cast was then placed for 4 weeks. When the cast was removed x-rays showed the plate had fractured. Patient underwent revision procedure to have hardware removed. Patient's hand was repaired using an alternative method. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to correct information. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left plating procedure where plate was screwed into his hand and a half cast was used for 2 weeks for observation purposes; a full cast was then placed for 4 weeks. When the cast was removed x-rays showed non-union of the plate and a fractured plate. No callus formation was noted at the arthrodesis site, and significant movement of the hardware was noted. Patient underwent revision procedure to have hardware removed. Patient's hand was repaired using an alternative method. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirmed the plate fractured. The fractured plate was sent to sem. Sem analysis showed that the hand plate suspected to have fractured due to fatigue. Limited evidence of fatigue striation indications identified on the fracture surface. Fatigue crack initiation suspected to be near the outer diameter. A transition from fatigue to overload fracture identified near the inner diameter threads and the overload area showed ductile dimples. Eds semi-quantitative elemental analysis of the hand plate showed that its composition was consistent with ti-6al-4v. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of x-rays and medical records provided. X-rays provided were reviewed by an external hcp. The review confirmed the plate was fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.